Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed multiple occurrences of system fault sf101 indicating an incorrect outlet pressure measurement. System fault sf218 are mainboard watchdog alarms that were triggered following the occurrence of sf101. Performance testing on the returned device could not reproduce the reported errors. Inspection of the device pneumatic block revealed signs of contamination to the pressure sensor due to water ingress. The investigation determined that the reported device system faults were due water contamination in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf 101 and sf 218). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned, so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf 101 and sf 218). There was no patient injury reported as a result of this incident.